Manufacturer narrative:
Based on the claim against the product by the customer noting instrument jaws did not open, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and found to have a dislodged grip ring at the proximal end in the housing. The grip ring was shifted in-house, and the grips opened at the distal end. The complaint regarding the reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the jaws of the vessel sealer extend (vse) instrument did not open. The customer used a new vse instrument to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vse instrument was inspected prior to use with no issue. The vse instrument did not work at all during the procedure. No system fault occurred. The instrument jaws were not stuck on the tissue. There was no unexpected tissue removal and no bleeding. The patient did not have any injury.